Manufacturer narrative:
(B)(4). A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that when programming continuous infusions, the clinician entered the dose in the rate field (instead of dose field) (propofol infusion was programmed at 20 ml/hr instead of 20 mcg/kg/min). "Because it¿s the first one in the list." There was a patient involvement but no harm.

Manufacturer narrative:
Additional information: imdrf annex a and g codes.

Event description:
It was reported that when programming continuous infusions, the clinician entered the dose in the rate field (instead of dose field) (propofol infusion was programmed at 20 ml/hr instead of 20 mcg/kg/min). "Because it¿s the first one in the list." There was a patient involvement but no harm.